Event description:
The hosp perfusionist reported an issue with the mps console during a procedure. He reported the console displayed an error code during the procedure that indicated there was a system failure. The alleged event occurred with the pt on cardio-pulmonary bypass and during the delivery of the third dose of cardioplegia. It was reported the perfusionist saw the same error code after powering the mps console down and back up four (4) times. It was reported the console was replaced with another console and the procedure was successfully completed with no pt complications reported.

Manufacturer narrative:
(B)(4).